Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the complaint device is not a mentor product. Hence, appropriate fields have been updated on this form. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left deflation and capsular contracture; baker grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient of an unknown age and ethnicity underwent unspecified breast reconstruction surgery with an unknown size unknown saline implant at an unknown date and experienced left side deflation and capsular contracture; baker grade IV. As a result, the patient underwent explantation and replacement with catalog number 3503310, or 3503330, or 3503380 on 3/13/2020.